Manufacturer narrative:
Date sent to the FDA: 12/14/2020. H6: appropriate term / code not available (e2402) utilized to capture infection (e19). Additional information: a1, a2. B7. Additional b5 narrative: it was reported that the patient experienced recurrent ventral incisional hernia and infection.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-11082020-0000782077 submitted for adverse event which occurred on (B)(6) 2018. Mwr-11082020-0000782078 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent laparoscopic hernia repair surgery on (B)(6) 2009 and mesh was implanted during which the surgeon lysed intraabdominal adhesions, reduced the incarcerated small bowel from the hernia sac and repaired. It was reported that the patient underwent hernia repair surgery on (B)(6) 2018 during which the surgeon attempted to lyse the dense adhesions laparoscopically for about an hour long, but eventually converted it to an open procedure due to the significant dense adhesions between the old mesh and plaintiff¿s bowel. It was reported that the patient underwent hernia repair surgery and removal surgery on (B)(4) 2018. It was reported that the patient experienced severe pain, sharp pressure, pain, trouble sleeping and bladder control complications. It was reported that the patient underwent a previous hernia repair surgery on (B)(4) 2007 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.